Event description:
Caller reported the meter is starting up with an e57 (electronic error) message. Iu reviewed the customer error history and observed internal error codes of (1072) was produced on (B)(6) 2014 which correspond with the customer allegation of e-57 errors. Due to this failure, the flash memory is cleared which also results in the meter memory displaying units in mmol/l rather than mg/dl. The meter is still capable of providing values with controls only, but they will be in the incorrect units of measure (mmol/l only). No adverse event reported. Product was returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.